Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a (B)(6) female patient (patient weight is unknown). During the procedure, the stent became lodged inside the end of the scope with half of the stent in the common bile duct and the other half in the scope. The delivery system and the scope were removed from the patient. The scope was re-inserted and the procedure was completed with a different device. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent deformed.

Manufacturer narrative:
Visual inspection of this device revealed a slight bend on the guide pull wire (a bend close to the white molded handle and another bend at the rx window). The stent was almost flattened in one end. The functional evaluation performed on this device was successful with no resistance felt at the rx window and no defects observed on the guide catheter. During the functional evaluation, a 0.035inch guide wire was passed into the distal end of the push catheter with the guide catheter fully retracted inside the push catheter; the guide wire came out the rx ramp window successfully. The retracted guide catheter was pulled distally from the push catheter until fully extended. It appears the damages to the components of the delivery system (the stent and the guide pull wire) occurred during the procedure. Based on the event description and the analysis of the damages observed on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted.